Event description:
The phaco emulsification machine malfunctioned on the aspiration mode in phaco & I/a settings causing a loss of vitreous & therefore causing the pt to need a vitrectomy as well as cataract procedure.